Event description:
During use for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console did not respond when some control buttons were pressed. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.